Manufacturer narrative:
Additional information section h3 - device evaluated by manufacturer: yes device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2: age at time of the event is 70 years old. Date of birth is (B)(6) 1951; section a3: gender: female; section b3: date of event: (B)(6) 2021. Section b5: patient initials (B)(6). Had the intraocular lens (iol) removed and replaced from the right eye, during the same procedure. No further medical or surgical intervention was required. Patient was reportedly, doing well postoperatively. The iol is not available for evaluation; section d6a: if implanted, give date: not applicable. As lens was removed/replaced in the initial surgery; section d6b: if explanted, give date: not applicable. As lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Phone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon had an issue with one of our preloaded lenses. The surgeon injected the preloaded product, a missing trailing haptic occurred. They had to cut the lens & insert another one. It was stated that the lens was not in the eye; didn't see it the inserter, and that it was the first time for the nurses as well. No other information was provided.